Manufacturer narrative:
(B)(4). Batch#:u5c11c. Investigation summary: the analysis results found that one ec45a device was returned with the anvil and closing trigger in closed position. The anvil bent upwards and with an ecr45b reload loaded on the device. The reload was received fully fired with the reload deck damaged. Furthermore, the anvil knife slot was noted to be damaged. After further evaluation, the device could not be opened. No functional test could be performed due to the condition of the device. The device was disassembled to verify the integrity of the internal components and the knife was noted to be buckled. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance were identified. The damaged on the knife is consistent with applying a high force to the firing trigger on a locked device. It is possible that the combination of tissue and/or buttressing material compressed between the device jaws may have been beyond indicated thickness, or tissue that cannot compress to the indicated range for the selected cartridge. This may have caused excessive force to be applied to the underside of the solid steel anvil, leading to this damage. Please reference the instruction for use for more information. It should be noted that as part of our quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance if information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a pulmonary segmentectomy surgery, the device would not fire when severing pulmonary tissue on the 10th firing. Checked the sled¿s position and found a lockout issue. Changed to a new device to complete surgery. There was no patient consequence reported. No additional information can be provided.